Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cable and camera head connection section of the subject device was disconnected. The issue occurred during setup. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body is immersed in water and scope mount is corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the initial malfunction was a broken protector on the head section side. However, the cause of the breakage could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.